Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported having trouble with his blood glucose. He reported having a low blood glucose of 23 mg/dl. He had treated his low blood glucose with orange juice. The customer was also assisted with programming his temp basal. The customer's blood glucose was 267 mg/dl at the time of the call. No additional information provided.